Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon evaluation of the unit, the IV set was observed to be assembled within internal specifications. To replicate the reported concern of air-in-line alarm, the sample was connected to the infusion pump and primed until the line was full of liquid. Furthermore, a therapy session was conducted while staggering the flow rate throughout the therapy. No air in line alarm occurred during testing. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. The reported concern was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description: defective pump tubing. Detailed inquiry description: nurse states "I have a defective (air-in-line) alarm when no air present) b. Braun pump tubing from patient today. Today I took out the tubing, assured that there was no air in the line (but could see where the tubing had marks on it from either bending or the clamp), cleaning the sensor area with alcohol swab, turned the pump on and off and then tried another pump. Finally had pharmacy tech switch out tubing and it worked. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.